Event description:
It was reported that, "surgeon observed that not enough bone cement put onto femoral posterior condyles of femur implant. The femoral component was rocking back and forth-stem was well fixed with cement and femur showed motion. No other pt information (operation reports and x-rays) are available for this event."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.